Event description:
The customer reported that they had a "machine that ran hot". There were no allegations of patient/user harm. The customer reported that they simply turned it off, set it aside, and let it cool. There were no allegations of incorrect results.

Manufacturer narrative:
The customer returned the analyzer for investigation. Currently it is unknown whether or not the device may have malfunctioned, as the device allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.